Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device not returned for evaluation. The reported event does not allege failure of the device. Surgical techique/patient factors may contribute to the ease or difficulty with which the tibia is pushed forward or whether the instrument comes into contact with the patient. No further investigation for this event is possible at this time.

Event description:
Surgeon complained that retractor curvature does not provide enough leverage to push tibia forward when doing tibial resection and baseplate trial. Retractor hits anterior portion of patient's thigh (proximal to incision).

Event description:
Surgeon complained that retractor curvature does not provide enough leverage to push tibia forward when doing tibial resection and baseplate trial. Retractor hits anterior portion of patient's thigh (proximal to incision).